Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5vdc power supply was evaluated and the calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system froze and locked up following the receipt of a communication error. No pt serious injury or death was reported related to this event.